Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed by moving the patient to another room. It was reported to philips that the thermal smell with electrical smoke. Review of the logfile shows host-pc could not connect to the flexvision-pc confirming a malfunctioning flexvision pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found b cabinet was powered off, found fuse on f14 on mpdu was defective. The fse replaced fuse and powered system on, but fuse failed again and found internal power supply fault with flexvision pc. To resolve the issue, fse replaced the flexvision pc. The defective parts were returned for analysis, for flexvision pc, malfunction was observed with no power failure, and the failed component was found to be psu. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had a thermal smell and smoke. There was no reported patient or user harm. Philips has started an investigation of this complaint.